Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found after a long boot up time the screen displayed a serious programmer problem error. Analysis also found the floppy drive functioned intermittently and the system fan was noisy. (B)(4).

Event description:
It was reported there was a repair code on the screen. The programmer was returned for repair. No patient complications were reported as a result of this event.